Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet device, which resolved once the user applied the sensor and the ilet displayed the warmup countdown. Symptoms included no clinical effects. Outcomes included no injury and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the pairing issue occurred because the sensor had not been applied prior to attempting to pair, and normal function was observed once the sensor was placed. It was concluded, based on previously established findings for similar reports, that user-related setup prior to sensor insertion was the likely cause.